Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl and was not adversely affected. Technical support assisted the customer with resetting the pump, and there were no recurrences of the malfunction afterward. The customer was advised to continue using the pump and to contact support again if the issue reappears.